Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient presented in clinic where the ICD was interrogated. No further information was provided.

Event description:
Additional information received indicated the ble issue was resolved and the mobile application was re-paired successfully. There were no reported patient consequences.